Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device upload failure occurred on msog b 5e. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a device upload failure for past 144 days. A technical support specialist (tss) reported that remote access was established to the application and station, the error related to synchronization settings was reviewed in the health sight viewer, and synchronization server version 2.0 was identified as involved. The tss followed the relevant knowledge article to obtain the account snapshot key, compared server and station transactions using that key, identified a transaction present on the station but missing on the server as the cause of the issue, created a microsoft excel file to transfer the data for approval, removed the transaction from synchronization server version 2.0 and it no longer appeared in the health sight viewer, validated that the error was cleared, and marked the case as complete per approval. The system functioned as intended after the technical support specialist troubleshot the issue.